Event description:
It was reported the colonovideoscope had graphite powder coming out of the distal end of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.